Manufacturer narrative:
Findings: pump received with cracked and bleeding lcd glass. Also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked end cap, cracked case and cracked battery tube threads. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating physical damage on their insulin pump after dropping the device. The patient's blood glucose level was unknown at the time of the call. The customer sent the product back for analysis.